Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the ipg dislodged as the tether of the delivery system was cut. The device was removed using a snare. A new leadless ipg will be placed at a later date. No patient complications have been reported as a result of this event.